Event description:
User stated there was a cortisol result of <0.018 ug/dl for one pt sample that they repeated and obtained a result of >63.44 ug/dl. She then performed a manual dilution and obtained a value of 169 ug/dl. No erroneous results were reported because they performed the repeat and dilution before turning out the result. The field service rep determined the sipper probe was bent which was causing the probe to rub against the rinse station. He replaced the sipper probe and performed preventive maintenance on the analyzer. Performance tests were performed which were within spec.